Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation of the optical signal issue has been completed. The data logs were reviewed and the placement signal not reliable alarms were confirmed. They were intermittently triggering throughout the case: 4 triggers of placement signal not reliable and placement signal low each. Pump flows were within specification throughout the entire case and no suction alarms triggered during the periods that the placement signal monitoring was active. This suggests the patient's condition nor environmental factors were not causing the noise in the signal. The product was not returned for investigation. Upon review of data logs, it is apparent that the console is the potential cause of the issue. Please refer to complaint (B)(4) for an investigation into the console. A review of the device history record (DHR) for the suspect product, and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time.

Event description:
The complainant reported that an impella cp pump was implanted to support a patient with acute myocardial infarction and cardiogenic shock. During support, the optical signal was intermittent. The alarm was disabled, and pump support continued without interruption. There was no harm to the patient.